Event description:
It was reported that pump displayed malfunction code 13 with no notable events prior to the issue and customer¿s blood glucose did not exceed reported limits. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for continued insulin delivery, and technical support confirmed warranty status, updated shipping details, instructed customer to place pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor, while replacement pump was sent to customer.